Event description:
Very sick septic "premi" on dopamine being delivered by syringe pump. Bp unstable. Considering pump as a possible factor, nurse replaced pump with another. Bp stable with second pump. After changing out syringe pump, nurse noted broken plunger retainer on first pump. Possible free flow or bolus is a known effect of a broken plunger retainer. Reason for reporting is that rptr has had a huge increase in broken pumps during 2001. Syringe saddles, tracks and plunger retainers being items of most concern. Although many issues have been reviewed and considered, rptr has used these pumps for over 10 years and find no common thread or explanation for this epidemic of broken pumps. Rptr is educating staff, working with medex and continue to look for answers. Medex reports no change in mfg and to this point has not been able to suggest a reason for the failures.